Event description:
This was reported as an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 12f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first suture was successfully preplaced. With the second prostyle, the suture broke while tension was being applied. The sheath was upsized to a 14f, and the tavi procedure was completed. Hemostasis was achieved with manual compression in addition to the first successfully pre-placed suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulty and subsequent treatments are likely due to the circumstances of the procedure. In this case, it is likely, the break occurred due to nick damage during the procedure. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.